Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient experienced seven inappropriate anti-tachycardia pacing (atp) bursts due to a conducted 1:1 sustained ventricular tachycardia episode with this implantable cardioverter defibrillator (ICD). Boston scientific technical services reviewed the data and provided recommendations for programming changes. This device remains in service. No adverse patient effects were reported.